Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change out due to eri, the pace/sense portion of the lead could not be removed from the header. The physician then used a hemostat to break the header to free the lead and damaged the lead in the process. The device was explanted and replaced successfully.

Manufacturer narrative:
The reported field event of an inability to remove the lead from the header was not confirmed in the laboratory. The device was returned without the v is-1 bi septa and set screws. The device was tested on the bench and the v is-1 tip connector block was found to be damaged. The cause of the field event could not be determined.